Event description:
It was reported that a minicap extended life pd transfer set had a separation issue; further described as ¿the patient pulled on their transfer set and it fell apart around the twist clamp connection¿ (twist clamp separated from tubing). This occurred during completion of continuous ambulatory peritoneal dialysis therapy, when the ultrabag fell from the IV pole tugging at the patient's catheter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted a tubing separated from the female connector. The reported condition was verified. The cause of the condition could not be determined; however, the assembly between the patient adaptor and the tubing/bushing had a friction fit and not a solvent bond; therefore a strong tug on the patient adaptor or tubing could cause the separation. Should additional relevant information become available, a supplemental report will be submitted.